Manufacturer narrative:
Customer has been requested to return multistix 10sg for investigation. The cause for the discordant nitrite result is unknown.

Event description:
Customer reported false negative nitrite results when they read visually on multistix 10sg. There was no report of injury due to this event.